Event description:
The anesthesia care technician reported opening a psi kit and finding a rusted clamp. There are two glass vials in the kit. One was empty and the other completely broken which we presume caused the clamp to rust. This is the second event within this lot number. It is unclear whether this was a shipping and transport issue or a storage issue. The vendor has been notified. This is a specialty kit made for this facility, so this may not present an issue for other sites.